Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in comm loss with all the gz telemetry transmitters. The customer introduced a telemetry transmitter to the network that had a duplicate ip address which it interfered with the software's ability to send packets to the correct telemetry device. The issue was resolved by rebooting the telemetry server. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was in comm loss with all the gz telemetry transmitters. The customer introduced a telemetry transmitter to the network that had a duplicate ip address which it interfered with the software's ability to send packets to the correct telemetry device. The issue was resolved by rebooting the telemetry server. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause is related to use error. The customer added a telemetry device to the network which then contained duplicate ip's. Having duplicate ips on the network would interfere with the system's ability to send packets to the correct telemetry device even after the problem device has been removed from the network. A reboot on the telemetry server was performed to resolve the issue. There is no evidence that the reported issue was caused by an nk device malfunction. Troubleshooting performed by nk cits would have also provided the customer with the education to prevent this issue from recurring. Complaint history review of the customer's account reveal no subsequent tickets relating to gz comm loss on all devices at the same time. This incident is likely an isolated incident brought on by use error. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type?. H6 event problem and evaluation codes.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss with all the gz telemetry transmitters. The customer introduced a telemetry transmitter to the network that had a duplicate ip address and it interfered with the software's ability to send packets to the correct telemetry device. The issue was resolved by rebooting the telemetry server. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the gz telemetry transmitters were being used in conjunction with the cns, but no model or serial number information was provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss with all the gz telemetry transmitters. The customer introduced a telemetry transmitter to the network that had a duplicate ip address and it interfered with the software's ability to send packets to the correct telemetry device. The issue was resolved by rebooting the telemetry server. No patient harm reported.